Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 9. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.